Event description:
Pt had a uresil drain catheter placed on (B)(6) 2019. The next day, (B)(6), the nurse on the floor was cleaning and flushing the drain when the end of the hub broke off. The pt had to have the drain replaced in CT on (B)(6). FDA safety report ID# (B)(4).